Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during use. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set, cycled power off and on to se 2367. Tsr cycled power off and on to press go to start prompt. Tsr explained the alarms and hp states, he had disconnected, did not press stop and the dwell time expired and then hc started to drain. Hp not connected at the time of the alarm, however, did reconnect after the alarm without using new supplies. Tsr explained to discard all supplies and to report alarms to the nurse the next morning. Hp is to finish tonight's therapy manually. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) states he had disconnected, did not press stop and the dwell time expired and then hc started to drain. Hp not connected at the time of the alarm, however did reconnect after the alarm without using new supplies. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.